Event description:
It was reported that the leads had high impedances. The patient underwent lead revision procedure. Patient is doing great postoperatively. Nothing will be returned due to hospital policy.

Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7073215. UDI: (B)(4).

Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the leads had high impedances. The patient underwent lead revision procedure. Patient is doing great postoperatively. Nothing will be returned due to hospital policy.